Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Instrument failure - the screw element of this guide broke while being removed from the baseplate with recommended hex head driver. The broken instrument part remained in central screw hole of baseplate. A 32n baseplate was applied by morse taper fixation only as the screw could not be inserted.